Event description:
It was reported that this patient had received an inappropriate shock due to oversensing of lower signal amplitudes with noisy signals. It was noted that the electrode was damaged within the patient's body. The patient's shock impedance was also high but still within range. The entire system was deactivated at this time. No additional adverse events were reported.